Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple sensing integrity counter (sic) were observed since three months post-implant. It was added there were multiple ventricular high rate episodes but there was no oversensing from the right ventricular (rv) lead was observed. It was recommended to perform isometrics and provocative measures and if all lead values were within normal limits, continue monitoring the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.